Event description:
It was reported that, during a photoselective vaporization of the prostate (pvp) procedure, the tip of the fiber burned out while lasering calculi. The fiber subsequently broke outside the patient following rough manipulation. The procedure was completed with another fiber. No patient complications were reported.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp), the tip of the fiber burnt out while lasering calculi and the device was broken outside the patient due to rough manipulation. The procedure was completed with another fiber. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified a distal circumferential fracture at the glass cap. The glass cap exhibited severe devitrification at the output window. The metal cap exhibited severe detritus adhesion on its surface. The fiber was tested with hene laser fixture there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber was tested using the forward firing test fixture and the calculated rate of forward firing was below the threshold for potential patient harm. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage.